Event description:
Customer reported no conjugate in wells c4, d4, e4, f4 during pipetting hbsag system iii assay plate b13363 from assay kit lot hbk127. No alarm/no error message was generated by the summit. No death or serious injury was associated with this incident.